Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 09/24/2015. The strip lot #d150622-1 was manufactured on 06/22/2015 and expired in 06/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
Our importer, (B)(4) received a call on 06/09/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 9:00am. Patient ((B)(6)) called in stating that her reading on the prodigy meter was too low for her and she got nervous. The reading on the prodigy meter at the time of the event was 49mg/dl. Patient's normal blood glucose reading around the time of day of the event is 150-217mg/dl. Patient was having symptoms of nervousness, shaking and feeling faint. Paramedics were called 2 minutes after testing with the prodigy meter and arrived 6 minutes after being called. Patient drank orange juice and water while waiting on medical attention. Upon arrival, paramedics test patient's glucose with their meter with a result of 200mg/dl. Approximately 8 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was not transported to the ER. Prodigy sent replacement and prepaid envelope requesting return of suspect device.